Event description:
It was reported that the ventilator generated a technical error code indicating a power failure. There was no pt involvement. (B)(4).

Manufacturer narrative:
The air gas module has been received and visual inspection showed excessive contamination/oxidation caused by a liquid spill/ingress inside the gas module. Our conclusion into this matter is that the cause of the reported technical alarm code was a short circuit of a component in the gas module due to a liquid spillage/ingress. Unexpected spillage/liquid (user error)on the gas module may result in a short-circuit and cause a stop of ventilation. The root source of the spillage/ingress, or how it occurred, has not been determined from this investigation.

Event description:
This is a follow-up report 1 for a previously received initial report (received on paper via mail) and an initial report that was delivered via the e-MDR system. The initial report that was received electronically via the e-MDR system was assigned the manufacturer report # : 8010042-2016-00132. The original initial MDR that was received on paper via mail had the manufacturer report # : 8010042-2015-00084. The original date of this report for the initial MDR received on paper was 02/16/2015. This record is being created as per the FDA's request. (B)(4).

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.